Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ir during the thrombectomy procedure, the black tip of the ptd broke off and remained in the pt. The md used a snare to successfully remove the tip from the pt. A new kit was then opened and used to finish the procedure without harm to the pt. There was no reported delay, death, or complications to the pt as a result of this occurrence.